Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving an unknown drug with a n unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported that the pump was explanted due to infection 6 years ago (2011). It was noted that the patient just informed the manufacturer representative (rep). Factors that may have led, caused, or contributed to the event was listed as not applicable. Diagnostics/troubleshooting was noted as not applicable. Actions/interventions included explant. It was noted that the issue was resolved at time of report, and the patient's status at time of report was noted as "alive-no injury." It was noted that surgical intervention did occur as there was a complete system explant approximately 6 years ago. No further details were given. The patient's weight was unknown. Event date was noted as 2011. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-scs-battery dead/no comm.***